Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records could not be performed as lot code information was not provided. Material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Consulting clinician reported, "only a single x-ray was submitted which demonstrates a small radio density appearing like a 1.5 cm wire lateral to the greater trochanter. This could be an artifact and have nothing to do with the alleged breakage of an instrument which was not described in detail or shown or submitted for examination. No report of this alleged event is possible based on this minimal documentation."

Event description:
The customer reported via the distributor that the instrument broke during surgery. It was then noted on the post-operative x-ray that a small fragment remained in the patient.